Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded high pacing impedance measurements out-of-range of over 3000 ohms and high capture thresholds, on the right atrial (ra) lead. However, these parameters were measured again, and normal impedance and thresholds were noticed. Thus, the issues were suspected to be related to the spring contact issue and the patient will continue to be monitored. Both the patient's crt-d and ra lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded high pacing impedance measurements out-of-range of over 3000 ohms and high capture thresholds, on the right atrial (ra) lead. However, these parameters were measured again, and normal impedance and thresholds were noticed. Thus, the issues were suspected to be related to the spring contact issue and the patient will continue to be monitored. Both the patient's crt-d and ra lead remains in service and no adverse patient effects were reported.